Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. There are differences in the limit of detection (lod) and testing methodologies between platforms which could explain the discrepancies. Also, sample to sample variability can occur due to: when sample was collected in relation to disease course (pre-symptomatic, or as infection descends to lungs/or patient recovers); how sample was stored prior to testing (sample degradation); or inadequate sample collection. Comparison of two samples collected at different times may yield varying results. Additionally, the collection kit in use is off-label. Media with a different chemical composition could contain substances that could interfere with test operation and may impact assay performance. The approved on-label collection kits have been tested and confirmed to be compatible with the scfa assay. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the UK alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2. A new sample was retested twice on a different platform (cepheid biofire) which yielded a negative result for all targets. The negative results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.